Event description:
Treatment of an aneurysm. It was reported the coil could not be detached with an instant detacher or via manual method (provided in the instruction for use). The coil was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device has been evaluated and the release wire was found broken which prevented the implant coil from detach.(B)(4).